Event description:
The hospital reported that during an extracorporeal procedure they noticed that the dp38 had broken. The device was changed out with no reported affect to the patient. No additional patient information is available.